Event description:
Provider states the pin broke on one side of the chair. The caller has no further information to provide.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.